Event description:
It was reported that the customer "intentionally delivered 60 units of insulin as a suicide attempt" and their blood glucose (bg) level subsequently decreased to approximately 40 mg/dl. Reportedly, customer called an ambulance and was admitted to the hospital. Customer was treated with intravenous fluids of saline, resolving the issue with no permanent damage. No further information regarding event was available. Date of event is approximate.